Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. This report will represent case #1 referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: interaction between cardiac pacemakers and deep brain stimulation pulse generators: technical considerations. Basal ganglia. 2016: 6; p19¿22. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient's implantable pulse generator (ipg) system. The patient presented with "severe lightheadedness, headaches and nausea." The article indicated that the patient's implantable neurological stimulator (ins) device interfered with the patient's ipg. Of note, the ipg had "elevated sensing thresholds" that had been previously programmed to eliminate any interference with the stimulator for deep brain stimulation (dbs). The patient experienced "transient irregularity of pulse." This was associated with lightheadedness and increased tremor, albeit for a short time (one-two minutes). The ipg was reprogrammed and after one month the patient "felt more comfortable" and the neurological symptoms had subsided. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.